Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated around 10:10pm on (B)(6) 2018, the patient received a low alert on the receiver. Based on the cgm display, the patient treated himself by eating fruit snacks and drank orange juice. Around 10:40pm, his fiancée heard a noise and found the patient on the floor having a seizure. The patient¿s mother was going to administer the patient with glucagon; however, she feared that he would have too much sugar, so she checked his bg with a meter and stated his bg was 45 mg/dl. His fiancée called the emergency medical technician¿s (emts) and when they arrived, they checked his bg and it was around 40 mg/dl. The emts believed that the patient¿s bg was in the 20¿s range during his seizure. At the time, the emts thought the patient suffered a concussion as his eyes were open but he kept repeating words and questions. The patient was provided a gel pack of sugar and after 30 minutes, his bg was checked, and it was around 110-120 mg/dl. It was indicated that the patient was still repeating words and questions, so his mother called the endocrinologist who suggested the patient be taken to the emergency room (ER). The patient had a CT scan performed and, the images confirmed that the patient had a concussion. While in the ER, the patient¿s blood sugar was around 180 and rising, while the cgm values were showing around 60 and higher. The patient stayed in the hospital overnight and was discharged around 3:30-4:00pm the following day. At the time of contact, the patient had recovered. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.